Event description:
Info received indicates the siderail came completely off the bed. The e-clip came off of the pivot pin which caused the pivot pin to back out of the siderail.

Manufacturer narrative:
Repairs have not been completed.